Event description:
In 07/2005, the pt contacted lifescan alleging that their one touch ultra meter would not power on. The medical affairs specialist left a phone message for the pt and sent a letter to the pt. The date and time that the pt last tested with the reported meter were not provided regarding the pt's testing and diabetes treatment regimen. At an unspecified time and date, the pt felt shaky and attempted to test with the meter; pt did not obtain a result. They drank orange juice following attempted use of the meter. Pt went to their doctor's office to have their blood glucose checked; the result was not provided; however, the "reading was low and they did not feel well." They received no treatment at the doctor's office. The customer care representative (ccr) confirmed that the pt had "just replaced the battery and there was still no change" (in the meter power issue). The ccr walked the pt through pressing the powerr button and the meter did not power on. The meter was replaced. The complaint is classified as a product malfunction medical device reportable. As the power issue was not resolved with troubleshooting.

Event description:
In 2005, the patient contacted lifescan alleging that their one touch ultra meter would not power on. The medical affiars specialist left a phone message for the patient and sent a letter to the patient. The date and time that the patient last tested with the reported meter were not provided. No information was provided regarding the patient's testing and diabetes treatment regimen. At an unspecified time and date, the patient felt shaky and attempted to test with the meter, they did not obtain a result. They drank orange juice following attempted use of the meter. They went to their doctor's office to have their blood glucose checked; the result was not provided; however, the "reading was low and they did not feel well." They received no treatment at the doctor's office. The meter was replaced.